Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction the p4 connector that was repaired to restore collimator functionality. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 6800 fluoroscopy system displayed collimator stuck errors.